Event description:
It was reported by the customer that a bd pyxis¿ es server, the new order was not crossing to all pyxis stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that the new orders were failed to cross over, and the station was in critical override mode. A technical support specialist (tss) ran downtime query, and second table returned null, and the extract transforms load (etl) completed successfully. Restarted network and services, remote smart services (rss) packages. Verified domain and time synchronization between station and server. Port 50062 confirmed. Tss dialed into server, timestamps were consistent. Health sight viewer (hsv) showed no issues, and critical override was cleared and case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the new order was not crossing to all pyxis stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.